Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on two different methodologies produced results below the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer sent sample to customer product line support (cpls) for additional testing. Cpls was able to repeat the customer's initial elevated result on the neat sample, and heterophile testing confirmed the presence of an interfering substance in the patient sample. A patient source interferent is the root cause of this event. Service was not dispatched for this event.